Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. The current repair status of the machine is unknown. It is known that the unit remained in service at the user facility. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at the user facility reported that a 2008t hemodialysis (hd) machine had a discolored power cord plug. No patient was connected to the machine at the time of the incident. Therefore, no patient was involved. No flames or sparks were observed, and no smoke was visible. Follow-up confirmed the presence of burn damage to the power cord plug. The current repair status of the machine is unknown, however the biomed indicated the unit remains in service. No parts were available to be returned to the manufacturer for evaluation.